Manufacturer narrative:
During failure analysis, the reported events of the device having run and also displaying a bias current message were confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In case the user manually overrides the message, there is the potential for run on to occur. A bias current error will be caused by motor cable damage. Damage to the motor cable also explains the event of run on since a damaged cable can allow intermittent electrical contact causing the drill to activate when not intended.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
It was reported that the core sumex drill was running on its own without the foot pedal being pushed, during the beginning of a procedure at the user facility. After return to the manufacturing facility for service evaluation, it was reported that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
It was reported that the core sumex drill was running on its own without the foot pedal being pushed, during the beginning of a procedure at the user facility. After return to the manufacturing facility for service evaluation, it was reported that the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no surgical delay were alleged with this event.